Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was found in standby mode on (B)(6) 2018, and was re-initialized. Upon re-interrogation, the pacemaker appears to function normally.